Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. As received, the monitor reset during incoming pulse testing. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted form the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) reset during incoming pulse testing. The ast patient to use this monitor did not report any deficiencies.